Event description:
Inventory tech reported a pt reaction to the psn (polysynthane) membrane. The incident occurred during the pt's first exposure to the psn membrane. The pt experienced shortness of breath. The pt was treated with oxygen and the dialysis treatment was discontinued. 911 was notified and the pt was transported and admitted to the hosp. The pt was hospitalized from 04/28/2000-05/02/2000. The pt received an out-patient dialysis treatment on 05/03/2000 with an alternate membrane without incident.